Manufacturer narrative:
(B)(4). Device evaluation:the reported condition of failure code 810:03 was confirmed during product evaluation but not reproduced. The root cause was not identified. However, the pump head module (phm) was replaced as a precaution. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced an 810:03 failure code, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.